Manufacturer narrative:
Device evaluation summary: stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. The distal ste nt struts were positioned correctly at the distal markerband. The 1st distal stent struts appeared slightly flared. Deformation was evident to the 29th and 30th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. Deformation was evident to the distal shaft 22.8cm proximal to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used during a procedure to treat a lesion in the mid (aha 7) lad. The lesion exhibited mild tortuosity, no calcification and 90% stenosis. No damage noted to packaging. No issue noted removing the device from the hoop. Device was inspected, and negative prep performed with no issues. The lesion was pre-dilated. Device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. A 3.0mm resolute onyx drug eluting stent was first implanted, without issue. An attempt was then made to deliver a 3.5x3.0 mm resolute onyx drug eluting stent, which failed to cross the lesion. There was an attempt to pull back the stent, but it was difficult to remove, and the wire positioned inside the side branch came off. All the devices were removed and when checking the stent, it was found that both ends of the portions of the stent were slightly expanded. The guide catheter was not removed. It was noted that the issue was caused by some technical mistakes. Post dilation was performed and a new resolute onyx stent was then implanted. No patient injury reported.